Event description:
It was reported to resmed (B)(4) that system fault messages were observed on an astral device indicating that the outlet pressure measurement may be incorrect. This resulted in an alarm which notified the caregiver of the error messages. There was no patient harm or injury reported as a result of this incident. Reference MFR # 3004604967-2015-00057.